Event description:
It was reported that 6 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt had presented in 2004 with non-s-t elevation myocardial infarction. Angiography results are as noted in section b7 of this report. The physician initially had difficulty wiring the lad. After successful placement of the wire and predilation with a 3.0 balloon, he was unable to cross with taxus express2 3.0 x 12 mm and a 3.0 x 8 mm drug eluting stents due to the extreme amount of calcification. After exchanging the guide wire, he was able to deploy a taxus express2 3.0 x 8 mm drug eluting stent in the proximal lad. A taxus express2 3.0 x 12 mm drug eluting stent was then placed in the mid-segment of the lad and deployed at 10 atms. It was noted that the main portion of the lesion was not stented. A taxus express2 3.0 x 8 mm drug eluting stent was placed, overlapping the first and second stents, which resulted in "very good angiographic results." Reopro was administered during the procedure and the pt was continued on aspirin and plavix following the procedure. Six days later, pt again presented to the emergency room with chest pain. Angiography revealed that there was 100% occlusion within the taxus express2 stent previously implanted in the proximal lad; the circumflex "looked okay." After several attempts, the physician was able to wire the lesion through the proximal lad and into the diagonal branch. A maverick 3.0 x 9 mm balloon was used to open the lad with timi 1 flow. A significant lesion was noted at a junction of the lad which branched off into the large diagonal and the distal lad. Several wire exchanges were made in an attempt to wire the lad when it was noted that the heart rate started to drop. Embolization of a clot was noted in the circumflex and cardiac standstill ensued. Cardiopulmonary resuscitation was initiated. Despite return of rhythm, significant s-t elevation was noted. An intra-aortic balloon pump was inserted and set at 1:1 counter pulsation. A wire was advanced into the circumflex and the maverick balloon was used to open the circumflex, however, the posterior descending artery remained closed. Multiple attempts were made to open the lad, however, the physician was unable to cross the stents in the mid-lad. The procedure was then aborted. The pt went into ventricular fibrillation and was successfully electrically cardioverted out of it. However, at the request of the family member, based on the wishes of the pt, resuscitation efforts were terminated and the pt subsequently expired. The pt apparently had not taken plavix as prescribed following the implant procedure. Same case as MFR's #: 6000089-2004-00417 and 6000089-2004-00419.